Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In this case, there was no reported product deficiency. The reported patient effects of EKG/ECG changes and additional therapy/non-surgical treatment are known adverse patient events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that a non calcified, non tortuous concentric lesion in the lcx with a reference diameter of 3.5 was prediliated and a 3.5x15 mm vision stent was implanted. Two hours after the procedure st segment elevation was observed with no myocardial infarction identified. The patient was taken back to cath lab where angiographic images confirmed no thrombus present in the recently implanted vision stent; however, a distal stenosis was noted 12-15 mm distal to the initial lesion site which was treated with a 2.5x18 mm mini vision stent. The patient remained stable after the second procedure. No additional information was reported.